Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact observed air bubbles in the tubing during the fill tubing set. Tandem technical support made the recommendation to continue the fill tubing until the air bubbles were removed from the tubing. The contact was able to complete the load fill tubing process. There was no reported impact to the customer's blood glucose level.